Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device investigation. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: (B)(6). E1: telephone: (B)(6).

Event description:
It was reported that a foreign object such as hair was found in the packaging of the product. The event occurred during surgery however there was no harm reported to the patient. Upon completion of investigation, it was unknown if the packaging met specification. Due diligence is complete. No additional information is available.